Event description:
The customer contacted heartsine to report that their device had no audible prompts during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. During the investigation the 350p was confirmed not to be issuing audio speech prompts. This was attributed to a failure of crystal y4. This component provides the clock signal required to synchronize the speech chip¿s operations and is therefore a critical component on the pcba speech circuitry. The fault could not be replicated after replacing y4. The failure of y4 did not impact the functionality of the instructional icon leds, which would still have illuminated to guide therapy. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device had no audible prompts during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.